Event description:
According to the rptr: the physician said that after the staple (with success to sulu did not open the jaw. To open the sulu inside the pt was necessary to use tweezers. No pt damage. No excess of bleeding but extended the surgical time in more 40 minutes.

Manufacturer narrative:
(B)(4).